Event description:
It was reported that pump experienced charging issue where battery would not reliably charge and eventually led to shutdown, requiring caller to hold charging cable in specific positions for connection to be recognized. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue temporarily by using different charging cable and planned to use multiple daily injections as backup insulin therapy, while technical support arranged replacement pump under warranty, instructed customer to place malfunctioning pump into storage mode before return, upload and reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return affected pump using prepaid shipping label.